Event description:
On taking clip applier out of port, the clip applier was stuck and would not unseal from the robotic arm. Instrument eventually unsealed with assistance of a rocker. A new drape and clip applier was opened to complete the case.